Manufacturer narrative:
Follow-up # 1: device evaluation: the pump has been returned and evaluated by product analysis on 09/03/2015 with the following findings: the pump was returned and it was noted that there was evidence of moisture corrosion inside the internals of the pump. During a visual inspection of the pump it was noted that there was a crack in the pump case near the upper right corner of the display. A leak test was performed and failed due to this crack. The pump would not power on and was unresponsive.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.